Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: h12j25060, h12j02010, and h12h25055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the events. Treatment was not reported. The patient was retrained on proper aseptic technique and how to recognize the signs and symptoms of peritonitis. The patient was recovering from peritonitis. This is report 1 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had a runny nose. On an unknown date, the patient again experienced peritonitis. The patient was not hospitalized. The reporter stated that this infection (peritonitis) had been lingering since march. The reporter also stated that sometimes the patient touches the catheter site after wiping his runny nose which might be the cause of the peritonitis. The patient was treated with vancomycin 1g every other day intraperitoneally (ip), which was currently still in use. The patient is recovering from the peritonitis. No additional details were reported. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Peritonitis event was due to constipation and mechanical issues at the exit site from the patient taping the pd catheter too tight. The patient recovered from peritonitis.